Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance required error. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to confirm the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).